Event description:
It was reported that one month following the implant, the pt experienced discharge from the incision site. The pt was diagnosed with an infection. The device was removed on an undisclosed date. The pt was reimplanted with a spectra concealable penile prosthesis on (B)(6) 2012.

Manufacturer narrative:
Analysis results: the device performed and operated according to specifications. Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent as appropriate.